Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported after 15 minutes into patient treatment with a theranova dialyzer, the patient experienced a blood pressure drop to 68/50 ml/min. The patient was treated with 200 ml of saline. The blood flow (qb) decreased from 200 ml/min to 150 ml/min. The patient's condition became gradually stable and qb was kept at 150 ml/min until the end of the 5 hours of treatment. No additional information is available.